Event description:
The electrode lead and array extruded through the incision site and was visible outside of the wound. The user has thin skin, so much so that the stimulator package colour could be seen. The incision wound never fully healed, there was a small area which stayed open. Extrusion was first noticed on the (B)(6)2021. The user was explanted on the (B)(6) 2021. The mastoidectomy was completely closed by fibrous tissue. At explantation granulation tissue was noted around the wound.

Manufacturer narrative:
Additional information: according to the information received from the field the electrode extruded through the incision site and was visible outside of the wound, and granulation tissue was found during the explantation surgery. Reportedly, the wound never fully healed after implantation surgery and a review of the device_s sterilization records shows that the device has been subject to a valid sterilization process. The recipient has thin skin flap and a very small mastoid, where proper lead management might be difficult due to limited space. Additionally, the recipient is syndromic, although no specific syndrome has been reported. Therefore, the observed issue was likely contributed to by medical and clinical factors. The concerned device was explanted but has not been received for investigation yet.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The whole electrode extruded through the incision site and is visible outside of the wound. The user was explanted on the (B)(6) 2021.